Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer as it was a hospital wide network outage and later the functionality was restored. No further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were offline in rss and displayed disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.